Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The patient had reconnected after the alarm. The lot number is unknown; therefore, a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The patient had reconnected after the alarm. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted to clear the alarm and advised the hp to use manual bag. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the alarm, it was revealed that the hp was seen in the clinic on (B)(6) 2011 and the nurse added that the hp is doing fine and continuing therapy without issues. The nurse did not know the cause of the alarm; however, she added that it was resolved. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.